Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that stopper pull out occurred during use with a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. The following information was provided by the initial reporter ((B)(6) translation), during the transfer of the collected material to the tube, even without reaching the limit indicated by the tube, the stopper detached from the tube with pressure, causing great dirt in the sector, reaching even a service employee, exposing it to risk of contamination. Nursing professional cmsp report: at the time of the ja patient blood collection procedure, which has difficult access for puncture, it was necessary to use the scalp 21 and 10ml syringe. After collection, at the moment of transfer of the collected material to the purple tube, even before reaching the indicated limit, the stopper detached from the tube with pressure, sneezing blood on the wall and in professional ab. Information received by email on 8/30/2019: the date of the event is (B)(6) 2019. The collect process was done using scalp and syringe. The nurse relates that after the collect of the blood she let the blood flow to the tube that explodes before hit the mark indicate in the tube. There was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of blood to the mucous or skin. The customer informed that tubes of the same lot number is available to be collected."

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to stopper function as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that stopper pull out occurred during use with a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. The following information was provided by the initial reporter (portuguese translation), during the transfer of the collected material to the tube, even without reaching the limit indicated by the tube, the stopper detached from the tube with pressure, causing great dirt in the sector, reaching even a service employee, exposing it to risk of contamination. Nursing professional cmsp report: at the time of the ja patient blood collection procedure, which has difficult access for puncture, it was necessary to use the scalp 21 and 10ml syringe. After collection, at the moment of transfer of the collected material to the purple tube, even before reaching the indicated limit, the stopper detached from the tube with pressure, sneezing blood on the wall and in professional ab. Information received by email on 8/30/2019: the date of the event is (B)(6) 2019. The collect process was done using scalp and syringe. The nurse relates that after the collect of the blood she let the blood flow to the tube that explodes before hit the mark indicate in the tube. There was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of blood to the mucous or skin. The customer informed that tubes of the same lot number is available to be collected."